Event description:
Customer reports false negative results obtained for 10 individuals on the cue covid-19 test for home and over the counter (otc) use while visiting friends and family in israel. This MDR is to document false negative result for individual 2 of the 10 individuals. (B)(4)for other 9 individuals with false negative results. Individual 2 tested on (B)(6) 2022 with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 19735e, reader sn (B)(4) and obtained a negative result. On the same day, customer states individual tested using an unspecified brand of pcr test and obtained a positive result.

Manufacturer narrative:
Investigation summary: explanation for cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.